Event description:
Patient reported his nebulizer is not working. He washed it 3 times with hot water and it is still not dispensing medication correctly. He reported that he has good airflow through the tubing of nebulizer, but airflow is less than normal at the nebulizer. Unknown when problem with dispensing became a problem. Patient was sent a replacement nebulizer. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Unknown if md is aware. No additional information available. Indication: chronic obstructive pulmonary disease, unspecified.